Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was that a clearlink system y-type blood/solution set was leaking from y-power section below the roller clamp. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Expiration date - update to ni. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.